Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination and functional testing of the returned devices confirms the reported event that the handle does not lock down on the broach. The overall condition of the broach handle suggests heavy usage as the device exhibits several gouges/scratches. A complaint database search on the provided product code identified similar reports which when confirmed were attributed to product wear out and or misuse. Based on the investigation, the need for corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Offset broach handles won't lock onto the broaches.

Manufacturer narrative:
H10 additional narrativethis complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.